Event description:
It was reported that the ¿pump malfunctioned and there was no delivery¿. Reportedly, the customer was in the hospital for four weeks. Customer declined follow up from tandem technical support. No additional information was provided.